Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the touch display of visera elite ii video system center processor was not working properly and suddenly shut off during a lap cholecystectomy. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the touch panel had a blackout. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following field: b5.

Event description:
According to the reporter, there was no delay to the procedure while the patient was under general anesthesia. The device was inspected and working as expected prior to the procedure. There was no impact on the patient reported.